Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-24024.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for diabetes while he was on his back-up plan and had not been wearing the insulin pump. The blood glucose reading at the time of the call was 73 mg/dl. The customer had also reported that the insulin pump alarmed button error previously, and he had discontinued its use since then. No further details were provided regarding the hospitalization. Nothing further reported.